Event description:
During evaluation of an unused, companion uv flash transfer set, the patient connector was found to be out of specification. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13b06040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the device with no issues noted. The integrity of the seal surface was tested and found no leaks. The inside diameter of the patient connector was measured and was found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.